Event description:
The report received from the affiliate indicated that during an endovascular procedure, the balloon for the sds genesis 10 x 59 mm, 135 cm pro stent delivery system (sds) mounted on an opta pro balloon catheter (bc) burst during deployment of the stent. The physician withdrew the whole sds system with the stent still mounted. The stent was not deployed. There was no reported patient injury. The balloon did not inflate at all, so the physician suspected a balloon rupture. No additional information is available including target lesion information.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an endovascular procedure the opta pro balloon for the palmaz genesis stent delivery system (sds) burst during deployment of the stent. The physician withdrew the whole sds system with the stent still retained on the balloon catheter. The stent was not deployed. There was no reported patient injury. The balloon did not inflate at all, so the physician suspected a balloon rupture. No additional information is available including target lesion information. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15258175 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event.